Event description:
It was reported the subject device cable split and image was black. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Device was not return to the olympus. The customer's allegation was confirmed by the technical assistance center. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device has a video cable and there was an sdi cable coming out of the ncare that was not connected to the processor should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.